Event description:
Miller pm, gross re. Wire tethering or 'bowstringing' as a long-term hardware-related complication of deep brain stimulation. Stereotact funct neurosurg. 2009;87(6):353-359. Summary: the authors retrospectively reviewed the surgical database of a single neurosurgeon at (B) (6) from (B) (6) 2001 through (B) (6) 2009, comprising 278 patients with 456 electrodes implanted for all indications, identifying all patients presenting with the complaint of tightness, discomfort, prominence, or limitation of motion related to implantation of dbs systems. The article describes 6 patients with moderate to severe wire tethering. Reported event: one pt experienced a postoperative infection requiring removal of all the hardware. The pt underwent re-insertion on the same side. See literature article MFR report # 3007566237201001699.

Manufacturer narrative:
(B) (4).